Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lot numbers for all fresenius liberty cycler sets shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism klebsiella, which is an organism that is often found in the mouth and intestinal tract of humans. Klebsiella bacteria are also known to be associated with peritonitis through touch contamination during the pd exchange. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique, as reported by the patient¿s pdrn.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on pd therapy had peritonitis. There were no reported allegations that the peritonitis was related to the use of any fresenius device or product. Upon follow-up with the pdrn, it was reported that the patient had a pd culture obtained (in the pd clinic) which yielded growth of the bacteria klebsiella. The patient was being treated with the antibiotic ceftazidime 2 grams intra-peritoneal (ip) on an outpatient basis for 14-days. At the time of follow-up, the patient was recovering from the event and continuing pd therapy on the same cycler without any issues. The pdrn stated the patient did not have any fluid leaks or other issues with a fresenius device or product in relation to the peritonitis event. The pdrn attributed the peritonitis to the patient not following aseptic technique.